Event description:
A customer observed multiple instances of pt sample results associated with the wrong pt demographics on the 5.1 analyzer. Mis-association of pt demographics and results may lead to inappropriate physician action. One pt results was reported, with a corrrected report sent to the physician. There was no report of pt harm as a result of this event.